Manufacturer narrative:
Five door switch assembly kits were returned for analysis. Four were found to have no anomalies. One is still pending analysis. Four doorstops were returned for analysis and results are pending. The gantry motion controller was returned for analysis and results are pending. A pendant kit was returned for analysis and there were no failures found related to the initial allegation, however it was noted that there were worn pendant keys. Fdr 213 is applicable to the complete analysis results as no failures related to the allegation have been found with returned products. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The kit svc o2 bi71000199 cable adj doorstop (rev. 2 : s/n n/a) was returned for analysis. Analysis found that there was a faulty switch. Continuity testing noted that the switch was open at all times, it would not change state. Evaluation codes that apply to this testing: 10, 120, 4307. The kit svc o2 bi71000442 gantry mtr ctrl na (rev. 2 : s/n (B)(4)) was returned for analysis. Analysis found no fault with the device. The motion control box was installed into a known good system and up-dated the motion boxes firmware. The system booted and readied. Motion calibration passed and motion travel on all axis was functional and smooth. The gantry was opened and closed multiple times without issue. 2d and 3d imaging were both successful. Evaluation codes that apply to this testing: 10, 213, 67. The cable assy bi30000288 door stop block (rev. 1 : s/n n/a) was returned for analysis. Analysis found physical damage. Visual inspection found that both the black conductors had been pulled from the molex connector. Evaluation codes that apply to this testing: 10, 180, 4307. The kit svc o2 bi71000166 cable door sw assy (rev. 2 : s/n n/a) was returned for analysis. Analysis found physical damage. Visual inspection found that both the black and white conductors had been pulled from the molex connector. Evaluation codes that apply to this testing: 10, 180, 4307. The kit svc o2 bi71000199 cable adj doorstop (rev. 2 : s/n n/a) was returned for analysis. Analysis found no fault with the device. The switch functioned as expected. There was no problem found. Evaluation codes that apply to this testing: 10, 213, 67. The cable assy bi30000288 door stop block ( rev. 1 : s/n n/a) was returned for analysis. Analysis found no fault with the device. The door stop block functioned as expected. There was no problem found. Evaluation codes that apply to this testing: 10, 213, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the following components were replaced: the gantry motion controller, the pendant, all 5 door switches, and 4 door stop blocks. The inner door covers were adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a sacroiliac and thora columbar procedure the gantry door would close, but the pendant was displaying that it was still open. They were not able to perform images and then abandoned the use of the system. The case continued without navigation and a delay of less than one hour. There was no reported impact on patient outcome.